Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The shaft is leaking at 138cm and 145cm from the distal tip of the balloon. When the device is inflated with water, the water exited from several holes in the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Kinks and breakage of the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through or removal from the endoscope, this could have contributed to the catheter breakage. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon was used. Upon inflation, the balloon's shaft started leaking and pressure was lost. No section of the device detached inside the endoscope or pt. Another balloon was used to finish the procedure. Part of the shaft was left to pass naturally through the gastrointestinal tract. Other than finishing the same procedure by using another dilation balloon, the pt did not require any add'l procedures due to this occurrence. Other than the part of the shaft left inside the gastrointestinal tract, no adverse effects to the pt were reported as a result of this occurrence.